Event description:
The customer reported on (B)(6) 2013 her blood glucose history. There were no carbohydrate count or insulin dosages provided. She was sitting in class when she noticed the adhesive pad soaked with insulin and she could also smell insulin. She was not sure if the cannula had dislodged out of the infusion due to the location of the pod (her hip).

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.